Manufacturer narrative:
Device serial number requested. Approximate age of device- 7 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log, a couple of speed recordings below the low speed limit on (B)(6) 2018 was observed, which may have been caused by something passing through the pump. The file is mostly filled with pulsatile index (pi) events. The patient currently has been moved to step-down unit and is doing well, on minimal inotropic support (only milrinone due to rhf) and argatroban due to history of thrombosis/hypercoagulopathy. No events reported after exchange and patient is doing well. The patient is listed in unos as 1a awaiting heart transplant or possible dual heart/ kidney transplant due to severe acute kidney injury (aki). The patient will remain on the floor to be monitored and await a donor. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported kidney dysfunction could not be conclusively determined through this evaluation. The report of material passing through the pump resulting in the observed decreases in pump speed below the low speed limit could not be confirmed. Log file data captured from (B)(6) 2018 5:49am to (B)(6) 2018 4:29pm showed 219 pi events were captured throughout the log file with average pulsitile index (pi) ranging from 2.5-6.3. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. Power was elevated for the majority of the log file from 8 to 14.4w. These elevated values corresponded to pi events. On (B)(6) 2018 1:53pm and 2:37pm, the speed dropped to within 200rpm below the low speed limit. These events were transient and did not result in any advisories or hazard alarms. A specific cause could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further related issues reported. The patient is awaiting a heart transplant and possible kidney transplant due to acute kidney injury. The patient will remain under hospital care and await a donor. The instructions for use (IFU) lists renal failure and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use (IFU) addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.